Event description:
Voice prosthesis being inserted into laryngoesophageal fistula using insertion device supplied with the device. Prosthesis was aspirated by the pt when the inserter was partially withdrawn from fistula.